Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for follow up in clinic, device interrogation revealed under sensing and loss of capture on the right atrial (ra) lead. Programming changes were made. The lead was functioning normally after the programming changes. The patient was stable and did not experience any adverse consequences. The lead will be monitored remotely.